Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a motor encoder signal out of phase. Unable to perform the functional test, including the displacement test, basic occlusion test, occlusion test, prime test, and excessive no delivery test or verify motor position encoder error alarm in alarm history screen due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 119 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.